Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. Number 15 states, interoperative or postoperative bone fracture and/or postoperative pain.

Event description:
Patient underwent a right knee revision procedure approximately 13 years post implantation due to pain; during the procedure it was noted that a piece of the tibial bearing had fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet tibial tray catalog 141223 lot 283900; ascent left femoral catalog 179004 lot 517020; biomet patella w/wire catalog 11-150828 lot 033170. The photos were visually inspected. The left medial condyle appears to have a damage that begins anteriorly and continues on the edge of the implant until midway anteriorly/posteriorly. The damage appears rough and nonuniform suggesting a fracture rather than abrasion. There might also be some wear and tear on the posterior edges of the condyles, but it is hard to clearly tell in the photo. The damage confirms the complaint. Plausible explanations include trauma, fatigue, or dislocation and loading from the femoral component. Root cause cannot be determined at this time with the information provided. Implant was used for about 13 years, so a manufacturing issue is highly unlikely. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: 141223, 179004, 11-150828, and 179832.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.